Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure on (B)(6) 2020. During procedure, the balloon burst at 6 atm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.